Manufacturer narrative:
The investigation determined that a higher than expected vitros tsh result was obtained from a single patient sample tested on a vitros 5600 integrated system. A definitive assignable cause for the higher than expected vitros tsh result could not be determined. Based on historical vitros tsh quality control results, there was no indication the vitros tsh reagent had malfunctioned. Additionally, there was no evidence to suggest a vitros 5600 integrated system malfunction and unexpected instrument performance is not a likely contributor to the events, however it cannot be entirely ruled out as a contributing factor as precision testing to assess instrument performance at the time of the event was not performed by the customer. Pre-analytical sample processing could not be ruled out as a contributing factor, as it was not possible to establish if the customer was following the sample collection device manufacture¿s recommendation for sample centrifugation. Improper pre-analytical sample handling could have contributed to this event. It is possible that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed. Finally, at the time of writing, the customer was unable to definitively determine the appropriate prediction for the patient. Therefore, sample handling and the possibility of sample mix up cannot be ruled out as contributing factors to the event.

Event description:
The customer observed a higher than expected vitros tsh result for a single patient sample processed on a sample on a vitros 5600 integrated system when compared to the result obtained from an alternate sample collected from the same patient. Patient sample vitros tsh result of 6.02 miu/l vs. The expected result of 3.36 miu/l biased results of the direction and magnitude observed could lead to inappropriate physician action. The higher than expected vitros tsh result was reported from the laboratory; however, the physician questioned the result and no treatment was altered, initiated or stopped based on the reported result and there was no allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4) qerts reference ID (B)(4).